Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was over 400 mg/dl. Troubleshooting for the customer's insulin pump several alarms in the customer's alarm history. It was found the customer received a battery out limit alarm, an unexpected restart alarm, an off no power alarm, and a signal too low alarm. It was also found the customer did not program a temp basal prior to receiving the unexpected restart alarm. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.